Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was in the range of 600 mg/dl at the time of incidence. Customer declined to troubleshoot for high blood glucose level. Customer reported that the insulin pump received a force sensor broken detected alarm after exposed with moisture. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis. Frn-mmt-unk, unomed set.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error due to critical pump error alarm. The motor was tested outside of the device and passed.